Manufacturer narrative:
A review of the device history record did not reveal any anomaly related to the complaint. Prior to release of the lot, electrical tests was performed and test results for the lot met all specifications. A loss in continuity in the electrical circuit resulted in hand switch malfunctioning.

Event description:
During cement delivery the hand switch malfunctioned and the physician could not stop cement delivery using the hand switch. The physician used alternate means to stop cement delivery. There was no pt injury after the incident. However, the likelihood of pt injury if it were to recur is not remote.